Manufacturer narrative:
(B)(4) - (kidney issue).

Event description:
It was reported that the patient underwent a baclofen trial a few weeks ago with 100mcg bolus. The patient had a pump implanted on (B)(6) 2011 and the pump was turned on at 100 mcg/day. On (B)(6) 2011, the patient was being worked up for pulmonary embolism and "kidney issues," the hcp wanted to have the pump interrogated to confirm the pump status. When interrogation was performed, no alarms were occurring. To minimize any concern about the pump in the additional work-ups the managing physician recommended turning the pump to minimum rate for a few days. With the on-call resident physician the pump was turned to minimum rate. The hospital planned to manage any symptoms of baclofen withdrawal as they continue to diagnose the patient's condition. It was later reported that the emergency room staff indicated that the devices were "very low on differential list." The physician that sent the patient to the emergency room prescribed work up for a pulmonary embolism and to have the pump interrogated. The patient returned to the rehab hospital where they came from post-surgically. There were "no further reports on patient, but they were deemed stable enough to go back to rehab hospital." The drug in the pump at the time of the event was lioresal.